Event description:
On (B)(6) 2010, pt reported the up button on the infusion device was not functioning properly. Pt has used this infusion device for approx 3 yrs and boluses 6 times per day. Up button pops up after it is pressed. Infusion device was not dropped or exposed to water or insulin ingress. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.